Event description:
It was reported that pulse generator of an asymptomatic patient was found to be operating in backup mode. The device could not be restored due to normal battery depletion. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.